Event description:
Respiratory therapist went to put on a nasal prong for sipap application and noted that the packaging had a marking indicating do not place in trash. Rt was not aware of what this was in reference to, the packaging itself or the item in the package, and what to do with it if it could not go in the trash so brought forward to manager for direction on what to do with the product.